Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for the generator replacement and atrial lead revision procedure. Upon pre-procedural device interrogation, low impedance and multiple episodes of noise were observed on right atrial lead. During the replacement procedure an insulation breach was observed on right ventricular lead which was repaired and kept in service. The right atrial lead was capped and replaced on (B)(6) 2019. Measurements with the pacing system analyzer of new atrial lead and the chronic ventricular lead were satisfactory and the new generator was connected to the leads. The device testing was within the functional range. The patient was stable during the procedure without any complications and was discharged from the hospital.